Event description:
It was reported that the patient underwent a revision procedure due to dissatisfaction with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to tubing and pump position issue and decreased firmness 8 years after implant. All components removed and replaced. No adverse patient effects.

Manufacturer narrative:
Additional information: b5, h6.

Event description:
It was reported that the patient underwent a revision procedure due to dissatisfaction with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to tubing and pump position issue and decreased firmness 8 years after implant. All components removed and replaced. No adverse patient effects. It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to tubing and pump position issue and decreased firmness 8 years after implant. All components removed and replaced. No adverse patient effects.